Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the mask communication unit would not read the connected mask during a navigated nasal procedure. The customer did not have a backup device so the case was completed successfully using traditional methods and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the mask communication unit would not read the connected mask during a navigated nasal procedure. The customer did not have a backup device so the case was completed successfully using traditional methods and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The user facility did not return the device to the manufacturing facility for failure analysis; therefore, no device evaluation was performed.